Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. Investigation summary: intermacs patient registry data collected from october 1, 2020 through march 31, 2021 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. With a review of the available information, there is no evidence of a device malfunction or performance issues that would impact the reported events. Possible clinical factors that may have contributed to these events include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulants, antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. This device is used for treatment, not diagnosis. (B)(4).

Event description:
While supported by thetah-t, the patient has experienced the following adverse events as defined by intermacs: 120 days post implant: device malfunction and/or pump thrombosis. 204 days post implant: device malfunction and/or pump thrombosis. As of (B)(6) 2021 it was reported that the patient was still supported by a tah-t.

Event description:
During the last reporting period, it was reported that the patient had experienced the following adverse event as defined by intermacs: 30 days post implant - device malfunction and/or pump thrombosis as of june 30, 2021, it was reported that the patient was still supported by a tah-t.

Manufacturer narrative:
Additional information has been provided in section b5 and h6. Intermacs patient registry data collected from april 1, 2021 through june 30, 2021 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. (B)(6) pt (B)(6) follow-up report 1.

Manufacturer narrative:
Additional information has been provided in section b5 and h6. Intermacs patient registry data collected from july 1, 2021 through march 31, 2022 regarding adverse events was reviewed. Patients were de-identified therefore a one-to-one correlation could not be made between the patient and the lot number of the implanted tah-t. Ra-1788. Pt 124997. (Di (B)(4)) follow-up report 2.

Event description:
During the last reporting period, it was reported that the patient had experienced the following adverse events as defined by intermacs. 36 days post implant - hemolysis. 37 days post implant - device malfunction and/or pump thrombosis. 92 days post implant - hemolysis. 149 days post implant - device malfunction and/or pump thrombosis. 176 days post implant - device malfunction and/or pump thrombosis. 405 days post implant - device malfunction and/or pump thrombosis. 405 days post implant - device malfunction and/or pump thrombosis. The patient subsequently received a heart transplant after 447 days of tah-t support.